Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4) - this lens model is contraindicated for patients with a previous or pre-existing ocular disease that would preclude post-operative visual acuity of 20/60 or better (retinitis pigmentosa). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+2.0/009 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. This was the replacement lens for MFR. Report # 2023826-2021-02552. The cause of the event was unknown.